Event description:
Customer states when he uses device the needle stays in his finger and does not retract. Customer states needle was sticking out past the end of the cap. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
.